Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the sample valve, reagent probe, sample probe, sample syringe, reagent syringe which resolved the issue. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high glucose (glu) patient results on their au5800 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided initial glucose results for seventeen (17) patient samples. Repeat results were not provided.